Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient with history of dvt and pe successfully had an inferior vena cava filter deployed in an infrarenal location. The patient was reported to be hemodynamically stable at the conclusion of the procedure. Approximately six years post filter deployment, a CT scan demonstrated filter limbs extending beyond the wall of the ivc. One filter limb was identified to be perforating the aortic wall with a non-occlusive thrombus formation. No additonal information was provided regarding the course of action with the filter or patient status. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that CT imaging taken approximately 6 years after implantation demonstrated limbs extending beyond the margins of the ivc. One of the limbs allegedly pierced the abdominal aorta. Based on the medical records, the investigation is confirmed for perforation of the ivc. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment for history of dvt and pe, CT scan demonstrated filter limbs extending beyond the ivc. One filter limb was identified to be perforating the abdominal aorta with a non-occlusive thrombus formation. The reports provided do not reflect course of action recommended or patient status. Received limited new information: it was reported that the patient expired sometime (date not provided), post vena cava filter deployment. No other pertinent patient or medical information was provided leading up to or surrounding the patient¿s death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient¿s death.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient with history of dvt and pe successfully had an inferior vena cava filter deployed in an infrarenal location. The patient was reported to be hemodynamically stable at the conclusion of the procedure. Approximately six years post filter deployment, a CT scan demonstrated filter limbs extending beyond the wall of the ivc. One filter limb was identified to be perforating the aortic wall with a non-occlusive thrombus formation. No additional information was provided regarding the course of action with the filter or patient status.

Event description:
It was reported that approximately six years post vena cava filter deployment for history of dvt and pe, CT scan demonstrated filter limbs extending beyond the ivc. One filter limb was identified to be perforating the abdominal aorta with a non-occlusive thrombus formation. The reports provided do not reflect course of action recommended or patient status.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: neither the device nor images were returned. The medical records allege that CT imaging taken approximately 6 years after implantation demonstrated limbs extending beyond the margins of the ivc. Based on the medical records, the investigation is confirmed for perforation of the ivc. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.